Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had customer stated on sticky note 'system connection error.' Ran network test on alaris software, it failed multiple times. Went to reseat network card but then the machine started beeping about every minute even when powered off. Eventually stopped. There was no patient involvement.